Event description:
It was reported that an access set leaked from an unknown y-site due to the septum extending out of the y-site. The reporter stated that a cap was placed on the y-site at the time of the event. It is unknown whether this occurred during priming or during infusion, so it is unknown whether a patient was involved. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.